Event description:
It was reported the egm showed oversensing of intermittent noise on the leads. Chest x-ray revealed subclavian crush. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.